Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry it was learned a 25mm 11500a aortic valve implanted three (3) years, eight (8) months, was explanted due to unknown reasons. The explanted device was replaced with a 23mm 11500a aortic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Added information to b5, b7, h6. H11. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Through implant patient registry and medical records, it was learned a 25mm 11500a aortic valve implanted three (3) years, eight (8) months, was explanted due to endocarditis. The explanted device was replaced with a 23mm 11500a aortic valve. Per medical records, patient underwent re-do aortic valve replacement with extensive debridement of infected prosthetic valve and root abscess. Post operative course notable for mediastinal exploration and washout and reintubation for protection of sternal integrity. Patient was discharged to long-term acute care hospital on pod # 7 with IV antibiotics. Patient has since been discharged home and started to resume normal activities.